Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the probable cause was attributed to stress-related factors, including component damage or deterioration. The most probable cause of this complaint was determined to be an expected or random component failure rather than a design or manufacturing defect. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer returned the videoscope with a separate reported issue. During device evaluation, it was found that the curved rubber adhesive component was missing. There was no patient involvement associated with this event.